Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had an automatic mode switching episode. Upon review, noise was causing oversensing on the atrial and ventricular channels. The patient had conduction that continued throughout the episode; however, programming change was made. The patient was asymptomatic.